Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer's blood glucose value was 186 mg/dl at the time of incident. The customer was also reported the insulin pump was exposed to water. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Keypad unresponsive or button error alarm unknown. Device received with corroded battery tube spring.